Manufacturer narrative:
D4 lot number updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 support was ongoing with the automated impella controller (aic) when there was an alarm. The aic failure alarm prompted the team to replace the aic and proceed with the support on a 2nd aic. No harm was noted or shared for the patient, nor was there any patient demographics shared.

Manufacturer narrative:
D4 UDI information was erroneously entered on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report. H5 was erroneously selected on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D4: product serial number, lot and UDI updated according to returned product h6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The root cause of the controller error alarm is due to a defective optical bench lamp assembly.